Event description:
It was reported that the programmer had telemetry failure. Both the programmer and a programmer head were returned for service. It was further requested that there be a test and calibration. Follow-up indicated that the programmer head was changed out but was unable to be eliminated as a possible source of the failure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer phenomenon of telemetry failure and the link electronic module board was therefore replaced. (B)(4).